Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the cap on the onetouch lancing device is loose and falls off. On (B) (6) 2010, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 8 to 9 times per day and manages her diabetes with self adjusting insulin (novolog). On the evening of (B) (6) 2010, the pt tested at "157 mg/dl" on the lfs meter before she went to bed. At 1:30 am, the pt woke up with symptom of sweating. The pt went to test her blood glucose because she wanted to know whether the symptoms were due to her low blood glucose or the temperature of the room. However, in the process of testing her blood glucose, she encountered the lancing device issue. Reportedly, the pt passed out during her attempt to obtain a blood glucose reading. The paramedics shortly arrive after her husband contacted 911. The pt was initially tested at "15 mg/dl" on the met meter and was treated with IV glucose. The pt was transported to the hosp. She reportedly "came to" and obtained a blood glucose reading of 274 md/dl on the hosp meter. The pt was never admitted into the hospital but was sent home soon after. The pt indicated that had she promptly ate food when she woke with symptom of sweating, she could have prevented the alleged episode. During troubleshooting, the customer care advocate noted that there was no product misuse based on the info provided. This complaint is being reported because the pt reportedly passed out and received medical intervention after she encountered the product issue and was unable to obtain her blood glucose. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.